Manufacturer narrative:
(B)(4). Additional info: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an 810:11 failure code was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump that experienced an 810:11 failure code. Baxter quality engineering determined this malfunction to have caused an interruption of delivery. It is unknown which process step this event occurred during. The hospital representative had no information regarding patient involvement, patient injury or medical intervention related to the device. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.